Event description:
The physician deployed the stent in the sfa and it deployed long (estimated by the physician to be between 20-25cm). After removing the catheter, the physician saw that the tip had remained on the guidewire. The tip was removed with a snare device. Further follow-up with the physician indicated that the stent may not have been completely deployed prior to pulling the catheter out. The event occurred in (B)(6).

Manufacturer narrative:
The device has not been returned for analysis. However, it is expected to be obtained the week of (B)(6). An MDR supplemental will be sent following the analysis of the device. Per the info received regarding this event, it is likely that the stent was not fully deployed outside of the sheath prior to removing the sheath.